Manufacturer narrative:
Device evaluated by manufacture: the synergy shield stent delivery system (sds) was returned with no stent attached for analysis. Visual, tactile and microscopic analysis was performed on the device. Visual and tactile examination of the hypotube shaft, the outer, inner lumen and mid-shaft section identified no issues. Microscopic analysis of the bumper tip showed no signs of distal tip damage. Balloon cones were reviewed, the balloon identified clear evidence of the stent crimp marks on the balloon. There was no evidence that the balloon had been subjected to any positive pressure. The stent was not attached and not returned for analysis. The stent od (outer diameter) at the time of manufacturing was 0.0383", this is within maximum crimped stent profile specification. No other device issues were identified during returned product analysis.

Event description:
It was reported that a stent dislodged. The patient presented with coronary artery disease (cad) for a percutaneous coronary intervention (pci). A 2.50 x 16mm synergy shield was prepped, stylet was removed, and the stent came off the balloon outside the patient. The procedure was successfully completed with another same device. There was no patient complication reported.

Event description:
It was reported that a stent dislodged. The patient presented with coronary artery disease (cad) for a percutaneous coronary intervention (pci). A 2.50 x 16mm synergy shield was prepped, stylet was removed, and the stent came off the balloon outside the patient. The procedure was successfully completed with another same device. There was no patient complication reported.